Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 78-year-old male with acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with scai shock stage d, underwent right femoral percutaneous placement of an impella cp (sn (B)(6)) on (B)(6) 2026 at 20:43. The patient had a medical history significant for peripheral arterial disease/peripheral vascular disease and obesity. Following completion of the procedure, the peel-away sheath was removed and a repositioning sheath was inserted, angle matched, forward sutured, and dressed. Shortly thereafter, a hematoma was observed at the femoral access site around the sheath. Despite repeated attempts to appropriately angle match and reinforce the dressing, the hematoma continued to enlarge. The patient was receiving antithrombotic therapy, including angiomax anticoagulation and a bolus of aggrastat; no anticoagulation monitoring was reported. No underlying conditions were identified by the reporter as directly contributing to the blood loss. An estimated 0.5 unit of blood loss occurred, and no blood products were administered. Due to ongoing access site bleeding, the physician elected to remove the impella device the reported event involved access site bleeding with hematoma formation following impella cp support, resulting in device removal and successful hemostasis using manual compression and femstop application. The patient survived. The hematoma may have may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, scai shock stage d hemodynamic instability, and anticoagulation status.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the patient-device interaction problem was not determined due to insufficient clinical details.